Event description:
It was reported that on a remote monitoring transmission, the atrial tachycardia/atrial fibrillation episodes were inappropriately detected due to far field r-wave oversensing. Ventricular episodes showed atrial undersensing. There was also intermittent post pace t-wave oversensing on the ventricular episodes. The leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 694765 lead, (B)(6) 2011. (B)(4).